Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 09-mar-2020 and inspection of the unit was performed on 10-mar-2020 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, , primary operation channel resistance, control body grip cracked, distal cap/ case cracked, leak at body cover grip, failed wet leak test, umbilical cable severe crush, failed dry leak test. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, body cover grip, o-ring(0.5x1.3). The video duodenoscope is pending repair and final qc approval as of 11-mar-2020.